Event description:
The report from the affilate indicated that approximately six (6) months after the index procedure, follow-up coronary angiography showed a 75% in-stent restenosis at the distal portion of the previously implanted cypher stent. The restenosis was treated with an addiitional cypher stent. The residual stenosis post-procedure was 0%. The patient was discharged two (2) days after the procedure. The index procedure was an elective case. The patient was included in the clinical study. The target lesion was the proximal left anterior descending (lad). The lesion was reported to be: de novo, eccentric, a bifurcation lesion, ostial, not calcified or tortuous, absent of pre-existing clot, a 66% stenosis, 9.48 mm in length, and type b2. The lesion was pre-dilated with a 3.0/12 mm balloon at 8 atm. The cypher stent was deployed at 12 atm. For 16-30 sec. The stent was post-dilated with a 3.0/12 mm balloon at 15 atm. Ivus was done.